Event description:
Customer called to report a blue-colored leak under the coulter lh750 hematology analyzer slidemaker. The customer technical specialist advised customer to discontinue use of the instrument. On the same day, the field service engineer (fse) inspected the instrument and found that the tubing of pinch valve 20 was worn and leaking. The fse then replaced the tubing and verified performance of the instrument to ensure that the services performed effectively resolved the instrument issue. Customer stated that no one came in contact with the fluid. Also, no injury was reported, nor was medical attention sought. The issue was related only to the slidemaker of the instrument; therefore, there was no impact to sample results as a result of this issue.

Manufacturer narrative:
(B)(4).